Manufacturer narrative:
Further analysis was performed on the device. Visual inspection observed that the wire from the shield feed through was cut between the feed through and the output connector block, appeared to be a clean cut. Verified no output until jumper wire was added from feed through to output connector block. Noted the output did not adjust with the output control knob. The output remained high when adjusting and then began to decrease. Verified all calibration pots were undisturbed. The signal from the output knob to the printed circuit board assembly (pcba) is correct at the pcba connector. No replacement pcba is available, but analysis indicates electrical failure of the main pcba. Conclusion: open connection between feed through and output connector block and the main pcba was out of electrical specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; there was no output. Analysis also found the upper and lower cases were broken. It was noted this model is out of service. (B)(4).

Event description:
It was reported the led (light emitting diode) light of the pace blinks. On the right frequency, analyzer and oscilloscope didn't give the right output. Analyzer had no values and oscilloscope had no frequency on the right moments. Sometimes nothing then suddenly a peak above, a peak down, no constant peak. The epg (external pulse generator) was returned for service. No patient complications have been reported as a result of this event.